Event description:
Between 11/97 and 1/00, 60 pts (73 knees) received the duracon unicondylar implant. To date, 11 knees have requried revision surgery secondary to wear. In all instances, revision surgery was necessary less than 19 months after the duracon unicondylar component was implanted.